Event description:
The dxc instrument at a customer's site generated a false low na (sodium) result of 122 mmol/l. The result was reported out of the lab. The patient was sent to the ER for a redraw. According to the customer, the redrawn result was "normal" (value not provided) and the patient was sent home. Treatment was not affected.

Manufacturer narrative:
A field service engineer was dispatched. The fse decontaminated the ise systems, replaced the sodium ( na) measuring and na reference electrodes, carbon bridge, and ise reagents. The failure mode is unknown. Multiple parts were replaced and actions taken, any of which, could have caused or contributed to the event. (B)(4).